Event description:
This case is cross referenced with case: (B)(4)(cluster), this unsolicited case from united states was received on 06-feb-2017 from a non-healthcare professional. This case concerns a patient of unknown demographics who received treatment with synvisc and later after unknown latency had inflamed knee. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with synvisc injection (dose, route, frequency, indication, batch/lot number and expiration date: not provided). On an unknown date, after unknown latency, the patient had inflamed knee. It was reported that the doctor needed to do a minimal surgical washout and the patient had to be on antibiotics. Action taken: unknown. Corrective treatment: surgical wash out and antibiotics. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: required intervention.

Event description:
This case is cross referenced with case: (B)(4) (cluster), this unsolicited case from united states was received on 06-feb-2017 from a non-healthcare professional. This case concerns a patient of unknown demographics who received treatment with synvisc and later after unknown latency had inflamed knee. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with synvisc injection (dose, route, frequency, indication, batch/lot number and expiration date: not provided). On an unknown date, after unknown latency, the patient had inflamed knee. It was reported that the doctor needed to do a minimal surgical washout and the patient had to be on antibiotics. Action taken: unknown. Corrective treatment: surgical wash out and antibiotics. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with global (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: required intervention. Additional information was received on 15-feb-2017. Global ptc number and results were added. Text was amended accordingly.